Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The posterior leaflet was very restricted. The clip delivery system (cds) was advanced to the mitral valve however, the posterior leaflet could not be grasped. Attempted several times, with independent grasping and simultaneous. Still had a hard time grasping the posterior. Then after one last grasping attempt, the anterior gripper would not remain captured. Therefore, the clip was inverted and retracted back to the left atrium. Troubleshooting was unsuccessful. The device was removed, and the procedure was aborted. No clips were implanted, mr remains at 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue could not be confirmed via returned device analysis. The reported leaflet grasping difficulty and leaflet capture issue could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the results of the analysis, a cause of the reported gripper actuation issue could not be determined. The reported grasping difficulty appears to be due to challenging patient anatomy. The reported leaflet capture issue appears to be due to the single gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.